Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to dislodgement. This was all of the information reported at this time. Should additional information become available, this event will be updated. No adverse patient side effects were ported. The hospital has retained both leads.